Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the soft cannula were observed. No damages or defects were observed to the fluid path. No problem was found. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 49 and 71 hours. Multiple bolus corrections were administered, with the final bolus of 4 units having no effect on the patient¿s glucose level, prompting removal of the pod. When the pod was removed from the infusion site (arm), the pod's cannula was found kinked. As treatment, the guardian administered a manual bolus via syringe, which lowered the patient¿s glucose level to 18 mmol/l (324 mg/dl) at the time of the call.